Event description:
Gambro received medwatch form 3933020000-2007-8010 (attached) on october 16, 2007, reporting an incident with the bloodlines on a prisma machien while a pt was undergoing cvvhd treatment. In response, the treating nurse discontinued the treatment without returning blood to the pt, resulting in a blood loss of 107ml. Eval by biomed could not reproduce the problem-although original tubing/set up had been removed. For biomed personnel, blood pump loaded and unloaded normally, all pressures and solenoids were verified along with all scales.